Manufacturer narrative:
Additional information was requested from the customer and provided. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"The idrive stapler got hung up on the double duck bill and would not allow insertion of the 15mm stapler. I was able to replicate this on the back table after the case." Additional information received via email on august 29, 2016 from a representative at (B)(6) medical center - the seal components did not rip, tear, or dislodge during the event. Excessive force was not used to insert the instrument. A new device with a different lot was opened and used with no issue. Patient was unaffected by the event.

Manufacturer narrative:
Investigation summary: the event product was returned for evaluation. Upon inspection, engineering noted a tear on the septum, an internal component of the seal. The duckbill, another component, was noted to have a slight molding defect, and was "flowering" (it remained in a slightly open position). During functional testing, engineering could not replicate the customer's experience as the tear in the septum changes the drag. The unit met all acceptance criteria although some resistance was felt during insertion through the seal. Upon closer inspection, slight tackiness was observed on the inner surface of the septum. During the manufacturing process, all seals are thoroughly inspected and tested for functionality prior to packaging. The root cause of the event is likely due to the combination of the wing tabs of the stapler catching on the side of the septum and the manufacturing of this septum lot. As stated in the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.